Event description:
The customer reported to olympus that post therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, during reprocessing, the clear distal cap on evis exera iii duodenovideoscope was not found present. The doctor and radiology technician returned to the room and the doctor reintroduced the scope to look for the distal cap and x ray was taken but cap was not found inside the patient, but it was located on floor after these interventions. The procedure was completed using the same device with a delay of 9 minutes during which additional sedation was required. No impact to the patient was reported. The following reports are for 2 devices related to the same event: related patient identifier # (B)(6), evis exera iii duodenovideoscope, model-tjf-q190v, serial# (B)(6) (this report). Related patient identifier # (B)(6), single use distal cover, model # maj-2315, serial# unknown.